Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4) due to clearance button not working. The system was tested and verified as ready for use. Isi has not received the usm4 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the patient clearance button on universal surgical manipulator (usm4) was not working, preventing it from being positioned in a workable location. Tse guided the customer through a full system restart, including a hard power cycle of the patient side cart (psc) using the emergency power off (epo), but this did not resolve the issue. The customer aborted the procedure with no patient involvement. A procedure delay was reported.